Manufacturer narrative:
Vyaire medical file identification: (B)(4). The equipment was received in vyaire medical facility and placed on extended tests/run-in. No root cause has been determined at this time since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1150 has no longer receives full volume. At this time, there is no information regarding patient involvement associated with the reported event.